Event description:
It was reported that upon order to remove indwelling foley catheter 12fr, upon removing the salinized balloon, by gravity (did not pull the syringe and let the device extract the saline on its own), noticed or felt blockage from the bladder to the ureter and cannot extract the catheter. Waited for 3 minutes. Tried circular motion to avoid trauma on the ureter to no avail. Waited for a few more minutes and decided to add sterile jelly or lube and did the circular motion. It eventually got out but inspected the catheter and it had an umbrella like feature by the balloon area.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "incorrect balloon design (balloon wall thickness excessive)". The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause the balloon to burst. Recommended inflation capacities 3cc balloon: use 5 cc sterile water 5cc balloon: use 10cc sterile water 30cc balloon: use 35cc sterile water" h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that upon order to remove indwelling foley catheter 12fr, upon removing the salinized balloon, by gravity (did not pull the syringe and let the device extract the saline on its own), noticed or felt blockage from the bladder to the ureter and cannot extract the catheter. Waited for 3 minutes. Tried circular motion to avoid trauma on the ureter to no avail. Waited for a few more minutes and decided to add sterile jelly or lube and did the circular motion. It eventually got out but inspected the catheter and it had an umbrella like feature by the balloon area.